Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse spoke to the operating room manager and was told that when the surgeon was moving the camera arm one way it was going another way. The customer said they were using arms 1 and 2. She stated she instructed her nurse to restart the system and was not sure if the system was still doing it, but she would like a fse to verify the system before she is comfortable putting a patient back under the robot. She stated the surgeon did finish the case but with great difficulty. The fse performed system verification and found no issues. System was tested and verified as ready for use. No parts were replaced. The probable root cause cannot be determined based on the information provided and fse's field evaluation. An onsite system test drive was performed finding no issues. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that they were not able to control arms. The system was used in two procedures today. The customer performed a hard power cycle on the system and when the system powered up, no faults or system messages were experienced. The procedure was unknown how it was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that it had happened again on (B)(6) 2025 with another surgeon. They had to do a hard reset on the robot after finishing first case. The customer called technical support to see if a representative could come out and investigate the issue as it was becoming reoccurring. They were able to complete the procedure using the same surgeon side console, but it was difficult and prolonged dock time. There was no patient injury.